Event description:
It was reported by the patient that all of the indicator lights on the remote monitor were blinking at once, which is an indication that it was not able to power up. Attempts to reset the monitor were unsuccessful. A new power cord was sent for the patient to try. If that does not resolve the situation, the monitor is to be replaced. The monitor has transmitted successfully in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.